Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and case. After battery installation, insulin pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump case and display window worn and damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.